Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
This patient was a revision, patient has had multiple shunt revision surgeries. (B)(4) bactiseal shunt system , lot crcbdl. (B)(4) burr hole vale with siphonguard, med pressure, lot cnpbhr. (B)(6). Date of surgery: (B)(6) 2014.

Manufacturer narrative:
Additional information: it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Complaint sample not returned.

Event description:
On (B)(6) 2014, affiliate reported that the samples are not available for evaluation.

Manufacturer narrative:
A follow up report is being filed to correct the customers country to (B)(6).

Event description:
A follow up report is being filed to correct the customers country to (B)(6).